Event description:
Infusion of tube feedings not going through tubing. As a result, no feedings were delivered. Insulin drip still infusing, resulting in blood sugar of 59. Pump did not alarm or alert that feedings were interrupted, or not infusing through tubing. Insulin drip was turned off and feeding bag/tubing changed with no further interruption.